Manufacturer narrative:
Pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery alarm due to motor error alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and no delivery alarm. The customer stated they were able to complete rewind process and drive support cap was normal. Customer stated that insulin pump was exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.